Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a radial tear in the anterior capsule was discovered during cataract extraction. There was a free floating capsulotomy, and the cause of the radial tear is unknown. In the surgeon's opinion "there was an unknown problem that day with the laser." Additional information has been requested.